Event description:
It was reported that while the ventilator was connected to a pt, it generated three technical error codes, indicating disabled valves, pt category mismatch and internal memory error. (B)(4).

Manufacturer narrative:
(B)(4).